Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated lead revision procedure, the pulse generator exhibited backup vvi operation after exposure to electrocautery. The device was explanted and replaced. The patient was fine.